Event description:
The revision reported may have been due to malalignment between the femoral and tibial components, fatigue wear, patient activity level, or any combination of these possibilities, which led to prosthesis wear, pain, and synovitis. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed because the tibial insert was not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h3, h6 - health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusion, h7, h9 and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation. A definitive root cause was unable to be determined; however, may have been due to malalignment between the femoral and tibial components, fatigue wear, patient activity level, or any combination of these possibilities, which led to prosthesis wear, pain, and synovitis. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed because the tibial insert was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant medical products: (B)(4), 02-010-01-0215 - logic femoral ps cem left sz 1.5. (B)(4), 02-012-35-1513 - logic ps insert sz 1.5, 13mm. (B)(4), 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. (B)(4), 200-02-32 - three peg patella 32mm. (B)(4), 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(4), 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(4), 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(4), 521-78-36 - threaded pin size 5.1 collarless 2pk. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a female patient, initial left knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) approximately 5 years 8 months post the initial procedure. The patient presented with pain and synovitis. MRI did not show loose components per the surgeon. Aggravated tissue was removed, and a new ps poly was inserted. There was some laxity with the same 13mm ps so a 15mm insert was chosen. Good rom and stability were achieved. The surgeon noted significant wear. Patient left in stable condition.